Manufacturer narrative:
The field service engineer (fse) confirmed a leak from the needle bellows due to a slow actuator at vl57a causing improper drainage of the needle bellows. The fse replaced the tubing at vl57a and lubricated the actuator resolving the leak. The needle waste line was also bleached as preventative maintenance. (B)(4).

Event description:
The customer reported a leak of an unknown amount from the needle cartridge of the coulter lh 780 hematology analyzer. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membrane. No erroneous results were generated.